Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in shock impedance, which has increased from an initial measurement of 42 ohms at the time of implant in (B)(6)2008 to the 130s currently. Measurements from the rv to ra and rv to ra both exceeded 200 ohms, with the rv to can impedance recorded at 140 ohms. The rise in the impedance is most likely due to calcification. Boston scientific technical services (ts) suggested a lead replacement and a defibrillation threshold (dft) test for a new configuration. No adverse patient effects were reported. This lead remains in service.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting a gradual rise in shock impedance, which has increased from an initial measurement of 42 ohms at the time of implant in 2008 to the 130s currently. Measurements from the rv to ra and rv to ra both exceeded 200 ohms, with the rv to can impedance recorded at 140 ohms. The rise in the impedance is most likely due to calcification. Boston scientific technical services (ts) suggested ts suggested lead replacement and a defibrillation threshold (dft) test however at this time there is no confirmation of that. Additional information is being requested from the field. No adverse patient effects were reported. It was reported that this right ventricular (rv) lead was explanted. A new lead was successfully implanted. No additional adverse patient effects were reported.